Event description:
Device issue: suture break. Time of device issue: during vessel closure. Adverse event: none. It was reported that a physician in-training in the use of the prostar xl device, achieved arteriotomy closure of a mildly calcified superficial femoral artery after an interventional procedure. Reportedly, "the nod (knot) pusher went through the green suture and it broke." Hemostasis was achieved with the white suture alone. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4) - pt selection, indication for use. The device was received. Investigation is not complete.